Event description:
Five infants in the nicu exhibited symptoms of hypermagnesemia. These 5 infants were all receiving tpn. The compounder was evaluated and found to working properly. Interview with the pharmacist making the tpn revealed human error created this event. A 200 ml bottle of calcium gluconate was low. The pharmacist did not have a new bottle to hang in its place so he refilled the calcium gluconate bottle with what he thought was calcium gluconate in 10 ml vials but he had actually used 10 ml vials of magnesium sulfate.